Event description:
(B)(4). Soon after I was implanted I started suffering extreme fatigue, cystic acne and depression got real bad. Weight gain and pain in my right side. Had test done for thyroid, sleep study done and had ER visit for all to come back normal. About 2 years ago started having over active bladder to be out on meds to help it. My hormones were way elevated to the point my liver made my body go toxic. Had to come off all meds to try to restart my body.